Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The leads were returned to the manufacturer from an unknown source and with no information. They were analyzed and subsequently tested out of specification. A request for information was made, but is not known. No patient complications have been reported as a result of this event.